Manufacturer narrative:
Correction: e3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Follow up with the clinic indicated that while the patient was showering, the patient¿s device alarmed loudly and delivered high vol tage therapy two times. The patient sought medical attention at the hospital and was then discharged to follow up with their clinic. It was noted that the patient also experienced chest pain. The patient had a chest x-ray which showed the rv lead was dislodged, which was why the patient received inappropriate high voltage therapy. The device shocking mechanism was turned off and the patient later underwent an rv lead revision.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to high rate non-sustained (hrns) episodes and sensing integrity counter (sic). There was potential oversensing on electrograms, and appeared to be non-physiologic noise and intermittent t-wave oversensing (twos). In addition, there were high capture thresholds on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.